Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa. Post implant of the closure device it was noted that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis but was unable to stop the bleeding. The patient was transferred to the operating room for surgical intervention. A sternotomy was performed and a 3mm tear in the patient's coronary sinus was discovered and repaired. The patient was brought to the intensive care unit (ICU) following this treatment and is expected to make a full recovery.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa. Post implant of the closure device it was noted that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis but was unable to stop the bleeding. The patient was transferred to the operating room for surgical intervention. A sternotomy was performed and a 3mm tear in the patient's coronary sinus was discovered and repaired. The patient was brought to the intensive care unit (ICU) following this treatment and is expected to make a full recovery. It was further reported that device embolization occurred which required surgical explantation.

Manufacturer narrative:
B5: updated h6: impact and device codes updated.